Manufacturer narrative:
The explanted product was not returned for eval. All in-house mfg documentation pertaining to tissue lot is intact. Tissue lot samples that were sent to an outside facility prove sterility of the tissue lot associated with the device in question.